Manufacturer narrative:
The manufacturer was notified of this event via patient tracking, and is in the process of following up to determine additional information about the event. Device disposition presently unknown.

Event description:
I mitroflow dla21 was implanted on (B)(6) 2015. The valve was explanted on (B)(6) 2017, and replaced with a crown (B)(4).

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4) were pulled and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for return, no further investigation can be performed, and the root cause of this event cannot be determined. However, from the document review performed, no manufacturing deficits were identified. Based on the information provided, it is possible that the event was attributable to a previous, unconfirmed endocarditis. Should the event be attributable to previous endocarditis and reinfection, given the duration of implant (>2.5 years) the event is unlikely to be related to the valve, and more likely to be related to the patient's clinical condition and predisposing risk factors. However, ultimately the root cause of the event cannot be determined without investigating the device. Device not available for return.

Event description:
Additional information was received on february 2, 2018 indicating that the device was explanted due to stenosis, possibly resulting from re-infection due to a previous unconfirmed endocarditis. Because the endocarditis was not confirmed, no date for the event was available. The indications for endocarditis were not reported. The patient's outcome was reported to be good/satisfactory.